Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak under the coulter lh 780 hematology analyzer. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the needle bellows was not draining properly. The fse replaced the tubing and small check valve in the bellows drain path, the pathway was also flushed out with bleach. There was no further evidence of leaking. The fse verified that the repairs were performed per established procedures. The fse verified that the results met published performance specifications.

Manufacturer narrative:
(B)(4).